Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the prongs were bent on their hp jornada handheld computer power cord and as "it will not stay charged." The site did not know how the event occurred. Site reported they discarded the power cord, so it will not be returned for analysis. Site indicated new power cord received charges handheld computer.